Event description:
The plastic on the jaw of the maquet endovein vasoview hemaprobe appliance came off in the patient's left leg. The plastic was removed from the leg. The device was immediately removed.